Manufacturer narrative:
G4: 25apr2020 b4: (B)(6)2020. A data cable was returned to failure investigation for analysis. An investigation was performed and no fault was found. Unable to replicate the reported failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 03 mar 2020.

Event description:
The customer reported the screen went black and an error code was displayed on the screen that indicates a data acquisition to printed circuit board assembly analog to digital converter (dapcba) failure. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported. The service technician replaced the dapcba and the mc to dapcba cable to resolve the reported issue.